Event description:
Information was received from a consumer regarding a patient who was receiving morphine at an unknown concentration/dose/frequency via an implantable pump for spinal pain and non-malignant pain. It was reported the first occurrence of a loose pump was in 2012 also specified as (B)(6) 2012. It was noted the healthcare provider (hcp) made the new pouch for the pump. It was also reported that, at the pump replacement, the hcp informed the patient that the pump had a defective port. The reporter did not have further details around what that meant. The reporter was to follow-up with the hcp to discuss these concerns.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.